Event description:
Event description boston scientific received information that this patient was in a car accident, which caused an atrial lead fracture about one-and-one half years following implant. During the device replacement procedure, this lead was also surgically abandoned and a new lead was successfully implanted. No other adverse patient effects were reported.